Event description:
On (B)(6) 2012, it was reported that the pt's mother said the pt's infusion device has been delivering too much insulin for four weeks. She also said that the time on the infusion device changed on its own. On (B)(6) 2012, the pt's blood glucose level was 22 mg/dl around 5:30 pm. The pt asked a friend to get him corn sugar. The friend called an emergency doctor. The pt was given an infusion of glucose and take to the hospital by ambulance. The pt's diabetes specialist reduced the basal rate on the infusion device, but it did not correct the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.